Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation also found images were not displayed, main body (lens) had scratches, main body was flooding, and the scope mount had corrosion. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a disconnected wire found after cleaning. There were no reports of patient involvement.